Manufacturer narrative:
The referenced scope was returned to the service center, however the investigation is in progress. In addition, the scope will be forwarded to an independent laboratory for additional microbial testing. If additional information becomes available this report will be supplemented accordingly.

Event description:
Olympus was made aware of a scope culture report showing high alert growth of candida, 212cfu. No patient infection, harm or injury reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the physical evaluation results of the device. The scope was sent to an independent laboratory for testing and was then ethylene oxide (eto) sterilized and returned to olympus for a physical device evaluation. A visual inspection was performed on the received condition. The evaluation of the biopsy channel using a boroscope determined that there are brownish stains present near the channel opening at the distal end side, and 20cm mark below the insertion tube boot. In addition, a large scrape mark was located near the distal end side. The scope passed the cosmo leak test. The bending section cover glue is slightly discolored on both ends; however more visible from the insertion tube side. The insertion tube, nor light guide tube show signs of discoloration or foreign residue; and the crevice behind the forceps elevator is also free of debris. Per the device evaluation, there are no findings of foreign material or stains within the channels. The cause of the slight discoloration on the bending section cover glue is likely due to wear. As part of the investigation, an endoscopy support specialist (ess) visited the user facility and provided the cds reprocessing in-service. The following components have been reviewed; leakage testing, manual cleaning, and endoscope storage. The ess explained the importance of each which was acknowledged by all staff in attendance. Results of the independent laboratory testing have not yet been received. A supplemental report will be submitted once the report is received.

Manufacturer narrative:
This supplemental report is being submitted to provide the independent laboratory test results of the device gf-uct180 scope serial number (B)(4).the scope¿s instrument suction channel tested positive for pseudomonas fulva, acinetobacter genomospecies 9 and aerococcus viridans. The distal end tested positive for microbacterium species, microbacterium hominis, microbacterium oxydans, microbacterium maritypicum and microbacterium liquefaciens. Additionally, the scopes auxiliary water channel tested positive for roseomonas mucosa and the air/water channel tested positive for microbacterium oxydans, microbacterium maritypicum, microbacterium liquefaciens, micrococcus luteus and candida parapsilosis. Reports stated that the consensus sequence matched more than one organism in the database, therefore all results are reported. The scope was then ethylene oxide (eto) sterilized and returned to olympus for a physical device evaluation. Olympus device evaluation was reported under supplemental report MFR # 8010047-2020-01207.